Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Visual inspection found the device to be in overall good condition. Functional testing found faulty dso sensor. The address the issue, the dso sensor, seal, and bezel were all replaced. The device passed all functional and accuracy testing.

Event description:
It was reported that device had cassette error, not in place when attached, and device is also due for a service and software upgrade. There was unknown patient involvement and unknown patient harm/adverse event reported.